Event description:
It was reported that after insertion of the liner into the acetabular shell, the liner dislodged during removal of an osteophyte. It was reinserted without issue.

Manufacturer narrative:
This report will be amended when our investigation is complete.